Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had a lead break. The pt's device was turned off. The pt wanted to undergo revision surgery right away as she was beginning to experience an increase in seizures (well below pre-vns baseline levels) after being seizure-free for several months. It was noted that the pt falls easily and the physician feels the lead was likely damaged during a fall. No x-rays of the device were taken. The pt underwent revision surgery on (B)(6) 2011. Product has been requested, but has not been returned to date.